Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber tip is attached to fiber; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface, and indications of slight melting on output window; there is misalignment of the metal cap output window with the red stop sign; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during bph procedure, the fiber tip was noted to be loose. Additional information reported that the tip came off during the procedure at (B)(4) joules and 13 minutes of use. The fiber tip was not cleaned during the procedure. The fiber was exchanged, and the second fiber was utilized to complete the procedure. Patient outcome: ¿ok¿ reported. No patient or user injury was reported.